Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "healing and contracture changes" and exchange due to concern with product.

Event description:
Healthcare professional reported right side "healing and contracture changes" and exchange due to concern with product. Device has been explanted.

Manufacturer narrative:
Device evaluation: the weight the device within specification, deformation, crease fold, wear abrasion and cloudy color in the gel. After autoclave cycle were observed: voids. A microscopic analysis was performed which identified: partial delamination on the orientation dot (adhesive failure). Based on the device analysis the final assessment is: - partial delamination on the orientation dot (adhesive failure).

Event description:
"Periprosthetic fluid."